Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Patient contacted dexcom technical support on (B)(6) 2011 to report that while at the gym, he lost consciousness and paramedics were called. Paramedics administered glucose and took him to the his hospital from which he checked out the same day. Patient admits that he is unsure of alarms proper handling and that he has been silencing his cgm vibration alert unaware that this would silence his alert into hypoglycemia as well. At the time of his call to dexcom technical support patient reports feeling fine.